Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the flow motor errors. The pst calibrated the electronic patient gas system (epgs) a dozen times with no flow motor failure occurring. Inspection of internal connections found nothing that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4) the service repair technician (srt) found that when the connection between the flowmeter and flowmeter cable was manipulated, the flow reading on the central control monitor (ccm) would fluctuate erratically, causing the flow/motor mechanical fault error. The flowmeter and flowmeter cable were replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) downloaded the logs and noted numerous "flow/motor" errors. The fsr replaced the epgs. The fsr calibrated and verified the performance and safety. Unit operated to manufacturer specifications. The suspect unit was sent to manufacturer for further testing.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a "service gas module" error. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during cpb, the perfusionist observed a "service gas system" alert message posted on the central control monitor (ccm). As per the operators manual, the perfusionist used the manual epgs gas controls to finish the case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.